Event description:
It was reported the patient experienced continuous driveline communication faults in the operating room (or) during a biventricular assist device. During the placement of the external backup battery in the system controller, it was discovered that the system controller battery compartment was full of blood. The system controller was wrapped with a towel and placed in a pocket of the or table during the procedure. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was not confirmed. The reported event of blood in the backup battery compartment was not confirmed. The heartmate 3 system controller (serial #: (B)(6)) was not returned for analysis and no log files were submitted for review. Multiple good faith efforts were sent asking if any products would be returning; however, to date no response has been received. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline communication fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.